Event description:
During routine preventative maintenance of hamilton medical galileo ventilators, it was discovered that the ribbon cable on the cpu -lippert module- was loose. Upon further inspection, it was discovered that 7/9 of the ventilators had loose connections. A disconnection could lead to a shut down of the ventilator. MFR notified. Dates of use 2008. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.